Event description:
A customer contacted baxter's technical service center regarding a high drain 110 alarm that appeared on the homechoice (hc) display at end of therapy. The nurse stated that she read the hc recorded the home patient (hp) drained out more than his fill volume (fv) in the last cycle. The technical service representative (tsr) asked the nurse how many cycles did the hp have. The nurse stated the hp had 10 cycles. The tsr asked the nurse the troubleshooting questions. The nurse stated that she was talking to the hp and had him disconnect, and she did not review the therapy log yet. The tsr explained the hc needed to be swapped out. The tsr asked the nurse the swap questions. The nurse stated she was not sure when the hp had the hc swapped out. The nurse asked if the tsr could review the hp's call history and see why the hc was swapped out. The tsr reviewed service request (B)(4), and explained the hp had the high drain alarm also, and the hc was swapped out for that alarm. The tsr asked the nurse if the hp was still performing the tidal therapy. The nurse stated no. The nurse reviewed the programming: therapy time = 10:00, cycles = 10, fv = 1000ml. The nurse stated the hp was on a low fill mode, and the fv = 1500ml. The tsr asked the nurse if the hc was on low fill mode. The nurse stated no. The tsr asked the nurse what therapy the hp was performing at the time of the call. The nurse stated continuous cycling peritoneal dialysis (ccpd) / intermittent peritoneal dialysis (ipd). The tsr explained that the tidal full drain seemed to have been turned off on the previous hc machine, and the hp had the high drain also in the last cycle. The tsr asked the nurse if the hp used a higher strength dextrose. The nurse stated she was not sure, and she offered would to ask the hp. The tsr advised that the hc machine would be swapped and explained the ups swap procedure. The tsr explained the nurse could speak to the renal help line for programming questions. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. The nurse called back the same day and reported to the tsr that she called the hp and he told her that during drain 1, he sat up and repositioned, then got the high drain alarm. The nurse wanted to know if the hc machine really needed to be swapped. The tsr explained that when high drain alarm occurs, the hc machine has to be swapped for safety reasons. The nurse understood and would inform the hp. The hp went back over the ups delivery procedure and how to return machine. During a follow-up with the hp, it was verified that hp had the high drain alarm, but he didn't quite know what that meant, so this writer explained the high drain alarm to the hp. The hp added that the nurse may have updated the programming also to resolve the issue. The hp verified that he no overfill symptoms. Per the hp, the issue peritoneal tear was related to the fluid he used to carry (dwelling) for 4 hours when he used to perform manual therapy, before being switched over to the hc cycler. The hp was only recently transferred over to hc cycler. The hp did not know why he might have been retaining so much fluid to be draining a large enough volume causing the hc to alarm high drain. Per the hp, the constipation was related to the surgery he had to resolve the peritoneal tear. The issues of constipation and peritoneal tear and its related symptoms have been resolved. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The reported issue of increased intra-peritoneal volume (high drain alarm 110) was confirmed in the event history log review, but not duplicated during the pal evaluation.. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. Device met specification for the reported issue. The cause was determined to be use error; tidal total uf removal was set too low. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through a CAPA. A follow-up report will be filed should additional information become available. Baxter contacted the nurse to notify the cause (use error) of this incident of iipv (high drain alarm) that was confirmed during the device log review. The nurse informed that the hp is doing fine and continuing therapy.